Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that there was a pixel color change in the display. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the display was observed to be dim, and pink in color. The battery compartment was observed to be cracked near the grip pad. There was no damage or peeling to the keypad observed, although the ok, up, and down keypad duttons were intermittently responsive to testing; the contrast keypad button was responsive. The keypad cover was removed for further investigation and contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.